Manufacturer narrative:
(B)(4). Batch # m9121r. Additional information was requested and the following was obtained: please clarify how the device would not ligate? The device could not ligate cystic duct. At what firing did the issue occur? Second or third firing. Was the clip malformed, not closed completely? Clips was malformed like v shape. Did device fire unformed clips? Yes. Did device fire clips that were malformed? Yes. Did device fire scissored clips? Yes. Did clips not hold on to tissue or vessel once they were placed? Clips did not hold on stable. The analysis results found that the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded and misaligned condition. In an attempt to replicate the reported incident the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 scissored clip due to the misaligned condition of the jaws and it drop 3 clips due to the yielded condition of the jaws; finally, the device locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken; it is known from the history of the device that this condition may lead to ejected clips. No conclusion could be reached as to what may have caused this condition. Possible causes for the jaw condition may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon couldn't be sure about ligation. He performed clipping multiple times. Another brand was used to complete the procedure. There were no adverse consequences for the patient reported.